Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon of this catheter has ruptured. We did not observe any necking of the catheter extrusion. Both windings were properly held in place. Based on our device evaluation, it is likely that some anatomical ( calcification or stenosis in the lesion area ) or procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon rupture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient as the result of this incident. Surgeon used another lemaitre embolectomy catheter to complete the procedure.

Event description:
During thrombectomy, the balloon of the lemaitre embolectomy catheter ruptured when removing the thrombus. There was no impact on patient's health as the result of this incident. Surgeon used another lemaitre embolectomy catheter to complete the procedure.